Event description:
It was reported that on (B)(6) 2010, one promus stent was implanted in a vein graft to the first diagonal branch and one promus stent was implanted in a vein graft to the mid right coronary artery. Post procedure, residual stenosis was 10% with timi 3 flow in both the lesions. The patient did not receive a peri-procedural loading dose of thienopyridine. On (B)(6) 2010, at the start of the study, the patient received the study medication maintenance dose of clopidogrel dose 75.0 mg. On (B)(6) 2010, the patient was started on aspirin dose 81.0 mg. On (B)(6) 2010, the patient was discharged from the index hospitalization. The patient was not randomized with the reason "subject did not want to be on placebo" and "investigator/md did not want subject on placebo." On (B)(6) 2012, the subject experienced the event of bone marrow infiltration of malignancy 699 days following the index procedure. The event was reported with the serious criteria of initial or prolonged hospitalization. The patient was diagnosed with progression of metastatic prostate cancer in (B)(6) 2012. The patient was admitted to the hospital on (B)(6) 2013 for progression of symptoms. The patient was discharged to home with hospice on (B)(6) 2013. The patient expired on (B)(6) 2013. The investigator considered the event of bone marrow infiltration of malignancy, severe in intensity, and not related to the study drug, not related to the study device and not related to study procedure. Death certificate lists cause of death as metastatic prostate cancer and cardiac arrest. Reportedly, there is no hospital documentation stating that the death was stent related. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported patient effect of death is a known observed and potential adverse event as listed in the promus everolimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the medwatch report, additional reported information indicates that three promus stents were implanted during the index procedure, one in the diagonal and two in the right coronary artery. The investigator considered the event of cardiac arrest as severe in intensity, and not related to the study drug, not related to the study device(s) and not related to study procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).